Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device history logs were evaluated and there was no evidence to support the customer report. The device's multi-function cable connector gasket was found to be missing. The multi-function cable connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while after delivering seven shocks to a (B)(6) male patient, the device displayed an "internal error occurred, system reset required" message and restarted/rebooted on its own. After the reset/reboot, complainant indicated that the device operated as expected for the remainder of the call. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.